Manufacturer narrative:
Omit: a11 - computer software problem (1112), g02008 - computer software, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the 8015 pcu unit fails while in use in ICU. There was patient involvement but no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log "review only."

Event description:
It was reported that the 8015 pcu unit fails while in use in ICU. There was patient involvement but no patient harm.